Event description:
Medtronic received information that a ped pipeline stent was stuck in the catheter. After the angiography was completed the microcatheter was in place. The stent was selected, which was delivered to the positioning position and the stent was deployed. When the stent was halfway deployed, it couldn't be deployed further. After multiple attempts, the surgeon chose to retrieve the stent. At this time the stent couldn't be retrieved, so the surgeon could only remove the whole system. It was stuck in the distal section of the catheter. It became stuck during deployment. The physician released the load in the system in an attempt to resolve the issue. The issue did not resolve. The pushwire and catheter were not damaged. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccualr aneurysm in the right internal carotid artery (ica), c6. The max aneurysm diameter was 6mm and the neck diameter was 6mm. The distal landing zone was 3.9mm and the proximal landing zone was 4.0mm. Vessel tortuosity was minimal. Angiographic result post procedure was contrast retention. No patient symptoms or complications were reported. Ancillary devices: terumo sheath. Additional information was received that resistance occurred at the tip of the microcatheter. A phenom 27 microcatheter was used.

Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was returned within the phenom catheter. Damage location details: the pushwire was found extending out from catheter hub. In addition, the pushwirte was deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex pushwire was pushed out from catheter without any issue. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have resistance as no defect were found with pipeline flex pushwire and phenom 27 catheter. No resistance was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.